Manufacturer narrative:
Benchtop analysis of returned device is ongoing. A supplemental report will be filed after the investigation is complete.

Event description:
A female patient of unknown age with known cad was treated for acute myocardial infarction and cardiogenic shock. For hemodynamic support an impella cp cardiac pump has been inserted. Attending physician stated that that it was unusually hard to peel the 14-fr peel-away introducer sheath. While peeling with extended force the impella cp heart pump was pushed deep into the ventricle and subsequently got stuck there. The pump was surgically removed. The patient was then stable and received veno-arterial extracorporeal membrane oxygenation (va-ECMO) support.

Manufacturer narrative:
Field echo imaging revealed that the cannula had folded on itself as the pump was too deep in the ventricle. A field image of the aic confirmed the occurrence of the "impella position in ventricle" alarm. The pump was not returned. No damage or abnormalities were found on the returned introducer (which was already peeled away upon return), including no evidence of peeling issues or scoreline malfunctions. Therefore, it was determined that the cause of the introducer issue was difficulty peeling away the sheath due to improper peeling technique. After reviewing the clinical information, it was determined that the cause of the removal issue was most likely use related, stemming from the physician inadvertently pushing the pump deeper into the ventricle during introducer removal.